Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The device was returned to olympus for evaluation. The device was received in its' original package with the jaws opened, and in a locked position. A visual inspection was performed on the received device and found the flare is missing from the shaft. The flare was not returned with the device for evaluation. There was dried tissue on jaws consistent with use. The jaw aperture measurement was taken inside the first teeth of the jaw and measured at .370", (standard is .300¿ +/- .100¿). The insulation of the jaw legs were inspected and found all 4 legs were exposing metal. The blade extends/retracts and cut as design. However, it was noted that the first point of contact for the jaws when cutting is at the proximal end; which is not standard. The lock function engages/release as design. The jaw symmetry was found balanced with smooth rotation. The device was connected to the test generator; and displayed the correct default setting of vp3/35. The blue activation switch was inspected and found functional. Based on the evaluation, the cause of the reported phenomenon is likely attributed to device mishandling resulting in the users¿ experience.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no result. The cause of the reported event cannot be determined at this time; however, the instruction manual does warn users ¿do not activate the device while adjacent to or in contact with other metallic objects or devices. Unintended tissue injury and/or damage to the contacted object or device may occur.¿

Event description:
Olympus was informed that during an unspecified procedure, a piece from halo forcep broke off and fell into the patient. The device fragment was recovered with an unknown device. The intended procedure was completed with a similar device. There was no patient injury reported.